Event description:
A customer reported receiving a reading of 140 mg/dl at 8:45pm on her adc glucose meter that was higher than she felt. The customer stated "she took 50 units of lantus insulin and 500mg of metformin and went to bed." The customer reported that she woke up at 6:00 am with symptoms of "shakiness, headache, clammy." The customer further reported that while in bed between 6:00am to 9:00am she "had a seizure and lost consciousness." The customer also reported she "bit her tongue while having a seizure." No third-party medical intervention was reported. The customer self-treated with "drank water, ate soup with carbohydrates, and might have eaten a sandwich, but she doesn't remember." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.